Event description:
It was reported by service report that the gas fowler cylinder does not hold weight. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Fowler.